Event description:
It was reported that during a da vinci-assisted surgical procedure, a mega needle driver 10 had one life left. A spring on the mega needle driver instrument broke in the middle of the case. No other information was provided. On 24-feb-2022, intuitive surgical, inc. Became aware of maude report number: (B)(4). It stated "mega needle driver 10 had one life left. Mega needle driver spring broke in middle of case. Isi unable to determine site/account due to no contact/hospital information provided from maude report.

Manufacturer narrative:
This complaint originated from a maude report from an unknown customer site. Intuitive surgical, inc. (Isi) was unable to perform follow-up to obtain additional information due to the nature of how this information was collected. The generic xi part number for the mega needle driver (part # 470194) was used to capture the instrument, but isi cannot confirm if it was for the xi system. As a result, additional complaint investigation could not be performed since the site and product information could not be collected. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: it is unknown if a fragment fell inside the patient and it is unknown if post-operative tests were performed to attempt to locate the fragment. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.